Event description:
It was reported that the surgeon attempted to insert an aq2010v three piece silicone lens, and the lens was torn by the injector. There was patient contact, but no injury.

Manufacturer narrative:
The product for this complaint was not returned for evaluation, however, the lens was returned and evaluated. There was a tear across the optic and a piece of a lens was torn off, and missing. There was evidence of clear surgical residue. Evaluation: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions of use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.